Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, after surgical ports were already placed, no image on the right surgeon console (ssc) high resolution stereo viewer (hrsv) eye was observed upon initialization. User stated that the right image on the vision side cart (vsc) touchscreen and external monitor were normal. The technical service engineer (tse) reviewed the error log and found error code 119 related to a low current on the hrsv monitor. Tse instructed the user to perform a hard power cycle and exchange the blue fiber cable; however, the issue did not resolve. Tse indicated a defective hrsv monitor. Isi followed up with the initial reporter and obtained the following additional information: the surgeon elected to continue and complete the planned procedure under the current condition with one functional ssc hrsv eye using the same system. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse reproduced and confirmed the issue due to a defective hrsv monitor. Fse replaced the hrsv monitor to resolve the issue. After replacement, the system was tested and verified as ready for use. The hrsv was tested and found to have afault right eye monitor and there was no image displayed during failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.